Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) an all-in-one empty container with connector in which "he found unknown particles in the package." The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by baxter (B)(4), this report was found to be a duplicate report of medwatch report number 1416980-2013-01120. All pertinent information will be contained in the referenced report.